Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device functioning. The catheter was not returned for anlaysis.

Event description:
It was reported that a patient's pump had a volume discrepancy problem. The actual residual volume (arv) was greater than the expected residual volume (erv); arv: 20 ml, erv: 2.8 ml. This was the first refill after pump implantation. The pump had been running at minimum rate from implantation until (B)(6) 2011. On (B)(6) 2011, the pump was filled with drug (compounded hydromorphone) and programmed at a rate of 32 mg/day of a 30 mg/ml concentration. At the next refill the hcp removed the fill ml of drug. Six (6) days later it was reported that the patient had not had any beneficial effects from the pump since implantation. The patient did state, however, that the pain had improved slightly when she bolused herself with her personal therapy manager (myptm). A physician attempted to do a (B)(4) study but was unable to aspirate; the procedure was aborted. Per the reporter, after that, a physician aspirated 19ml from her 20ml pump; less was expected. The patient was scheduled for surgery. Before starting the procedure on (B)(6) 2011, the surgeon tried to aspirate and was unable to do so. The pump pocket site was opened and the pump was removed. There were no obvious leaks or kinks. The surgeon was able to easily twist/rotate the sutureless connector (sc). The connector was removed and the catheter was then easily aspirated. Contrast material was injected and easily traced into the intrathecal space. There were no obvious problems. The pump was programmed to deliver a bolus during surgery (it was disconnected from the patient) and was observed to be dripping. Nineteen ml were aspirated from the pump (arv); the erv was 16.6 ml. Although the pump appeared to be functioning, the surgeon decided to replace the pump. Drug from the old pump (19ml) was used to fill the new pump. The old catheter and connector were connected to the pump. The catheter access port (cap) was aspirated before the incision was closed and cerebrospinal fluid (csf) was easily obtained. The pump was programmed to the dose suggested by the follow-up physician (10mg/day). The surgeon and her pa are aware that this was a high dose; the patient had been on very high doses of oral opioids. The patient was admitted for observation. At some point since the implantation, the patient had suspected csf leak and spinal headaches. Per the patient, she had a blood patch done a few days ago; she continued to have a headache. The surgeon re-opened the back incision and found some accumulated csf. The surgeon solved this problem and closed the "dead space".

Event description:
Additional information received reported, 'the first pump didn't work.'

Manufacturer narrative:
(B)(4).